Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom customer service on (B)(6) 2015 to report intermittent audio output that occurred on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.